Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue"" occurred. On (B)(6) 2026, it was reported the patient was not receiving any cgm values due to a brief sensor issue. The patient was also wearing a tandem mobi insulin pump. It was reported that the patient was advised to go to the hospital for evaluation due to having no cgm values. No other patient or event details were provided, including patient symptoms, treatment details, or length of stay in the ER. No other patient or event details were available. The probable cause could not be determined via data. No additional patient or event information is available.